Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was used during a stenting procedure in the right ureter, performed on (B)(6) 2019. According to the complainant, a planned stent removal was performed on (B)(6) 2020. When the physician removed the stent by the use of the suture, it was noticed that there were stones wrapped on the stent. The distal end of the stent was detached inside the patient. The remained piece was directly removed from the patient with no intervention. There were no remaining pieces left inside the patient. The procedure was successfully completed. No new stent has been implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.